Event description:
(B)(4). After receiving my essure I began to have episodes of chest pain which gradually got worse over time which I went to my primary dr for who then sent me to a gi specialist who found digestive issues and then refered me to a heart dr. The heart dr found nothing. At the same time I was also experiencing other is that is was seeing my primary for and getting multiple test done for like joint pain and swelling, headaches, bruising, and being tired all the time. I also keep getting infections that do not want to go away and have been diagnosed with asthma due to allergies. The dr's are finding no explanation for my problems. I have also had issues that have not been discussed with the dr like back pain and burning, and constant pain in left side of pelvic area. I have also lost some of my teeth. I was pretty healthy before essure going to dr maybe once every couple months. I am now there pretty much once a month at least sometimes 2 or 3 times a month.